Manufacturer narrative:
(B)(4) batch # unk the lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Month and day unknown. Only year (2018) is known. Additional information was obtained: the circular stapler is dialed down to tightest range and waits 15 seconds but maybe not all of the time. The surgeon stated that he performed 55-70 bariatric procedures the past year.

Event description:
It was reported that during a bariatric surgery, the surgeon had a bleeding complication. The procedure required intervention due to bleeding.